Event description:
"For the first cooperation, operation error resulting in stent graft back migration and not able to occlude the break. Another relay was used to finish the operation." Patient outcome: "the patient recovered well after operation"

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to a relay transport device. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Event description:
"For the first cooperation, operation error resulting in stent graft back migration and not able to occlude the break. Another relay was used to finish the operation". Patient outcome: "the patient recovered well after operation".